Manufacturer narrative:
Other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Update d1, g5, h6 and h10.

Event description:
Information was received indicating that at the end of therapy with a smiths medical cadd solis pump, it was noted that it did not deliver any medication. It was also reported that the patient experienced pain despite pressing the button of remote three times. No further adverse effects were reported.